Manufacturer narrative:
Integra has performed a thorough review of the reported incident. The product returned could not be located, as such no further investigation could be performed. Only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Product simulation or replication was performed by the manufacturing plant on a different lot kit for the same product family. The simulation showed that if the incorrect syringe solution was used to reconstitute the powder peg in the vial, this will not gel. Upon further review of the reported complaint by the design quality engineer, it was noticed that the customer stated to have used a "branula cannula" to assist in spraying the duraseal polymer kit. This is not how the product is designed and validated to be used. The duraseal polymer kit comes with a y-connector and spray tips that work together once the solution is reconstituted to make the product gel upon spraying it. If a different tool was used in the application then the product will not function as intended (will not gel). The file will be closed as unconfirmed device modification by user. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
N/a.

Manufacturer narrative:
Additional information received indicating that the 204003 duraseal spine ous 3ml product was in contact with the patient but there was no patient injury. There was a 15 minute surgery delay due to the product problem. There was no product received back, as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. The product simulation/replication was performed by the manufacturing plant on a different lot kit for the same product family. The simulation shows that if the incorrect syringe solution is used to reconstitute the powder peg in the vial this will not gel. Upon further review of the reported complaint by the design quality engineer, it is noticed that the customer states to have used a "branula cannula" to assist in spraying the duraseal polymer kit. This is not how the product is designed and validated to be used. The duraseal polymer kit comes with a y-connector and spray tips that work together once the solution is reconstituted to make the product gel upon spraying it. If a different tool was used in the application then the product will not function as intended (will not gel). The file will be closed as unconfirmed device modification by user.

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the surgeon requested to use 3cc duraseal xact (xxx-duraseal xact) on (B)(6) 2019 and noticed that the product was still in a liquid state and did not solidify when sprayed onto the desired location. The surgeon inserted a brannula cannula in front of the duraseal to assist him in spraying. He decided to change to another 5cc duraseal that worked well with satisfaction. The 3cc duraseal was later found to be solidified after the transphenoidal excision of tumor surgery. Additional information has been requested.